Manufacturer narrative:
Device refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 20,717 joules during a prostate procedure. The laser system had been used for both vaporization and coagulation. The procedure was completed with a second fiber. The patient outcome was reported as "okay".